Event description:
It has been reported to philips that the wireless footswitch was not responding. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue was identified. The user had not turned the wireless footswitch on and could therefore not use it for x-ray. The wireless footswitch was turned on and could be used. There was no system malfunction. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a connection failure and as such the complaint was reported. Based on the investigation's results that there was no malfunction, philips concludes that the complaint is not reportable. Updated codes based on investigation.